Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, olympus repair center could not confirm the malfunction of the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct the event description. Omsc has submitted two reports, MFR report #8010047-2020-01765 and 8010047-2020-01766, for 2 patients involvement in the event. Additional information confirmed that only one patient was involved in the event. This report remains valid and the other report #8010047-2020-01765 is invalid.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient complained of pain 5 to 7 days after a trans-urethral resection of the prostate (turp) using the subject device. The user facility diagnosed the patient and found the urethra rupture and the urethral burns. It was reported that there was no malfunction on the subject device. There was no further detailed information reported.